Event description:
Since having implants, I have noticed a huge increase in weight gain. I¿ve attempted to lose weight following many different ways in which none work. I¿ve been diagnosed with hypothyroidism and been put on meds. I have hair loss, weight gain, body pains in my muscles and joints daily, blurred vision, brain fog as well as decrease in sex drive just to name a few. I¿ve recently been diagnosed with blood in my urine and had multiple tests ran with no answers to why. Had very high heart rate with heart palpitations and have had ekgs ran that come back to show no issues. All of the above symptoms were never an issue prior to having implants placed and they continue to worsen as the days go by.